Event description:
Mother of a male, reported son experienced incident of power pack being depleted without warning. She stated that pt switched to injection therapy until he rec'd shipment of power packs. Mother did not report any physiological effects associated with this issue. No medical assistance was reported. Product will not be returned for eval.

Manufacturer narrative:
Product not returned for eval.